Event description:
It was reported that there was a video monitor interference. The subject device displayed a streak on screen. A fixation clip was lose on the video processor which caused the issue on the camera head. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found that due to damage on cable unit, there was noise in the image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.